Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "during surgery the surgeon noticed x 2 stray clips floating in the patient that had come loose from being ligated onto a vessel. Patient checked for any areas of bleeding, none found, case continued". No patient harm or injury.

Event description:
It was reported that "during surgery the surgeon noticed x 2 stray clips floating in the patient that had come loose from being ligated onto a vessel. Patient checked for any areas of bleeding, none found, case continued". No patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical devices was reviewed and found complete without any irregularities. The alleged defective instruments were produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in december of 2023 from lot number 06b2358444. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was performed on the returned device. The device was confirmed to be fully functional. The applier successfully picked up, held, and closed the clip as intended. During the investigation, multiple attempts were made to dislodge the clip from the device; however, in every instance, the clip remained securely in place. The reported issue could not be replicated. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information, a review of the device history records for the device in question (237061) could not be conducted, as the associated lot number was not provided and the device was never returned to tecomet, kenosha. Since the instrument has not been returned for review or evaluation, we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during surgery the surgeon noticed x 2 stray clips floating in the patient that had come loose from being ligated onto a vessel. Patient checked for any areas of bleeding, none found, case continued". No patient harm or injury.